Event description:
It was reported that the inflation valve came off from the device prior to use.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Evaluation on the exterior of the sample found the cap was detached from inflation funnel. Observed marks on inflation funnel indicating the cap was connected to the funnel. The edges of the inflation funnel were smooth and regular. The cap able to re-connect to the funnel. How and when the event occurred could not be determined. Potential root cause for this failure mode could funnel thickness incorrectly sized at build-up or finish dipping operations/ machine misalignment during valve/cap assembly/user related (rough handling). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "direction of use; 3) using aseptic technique, position the needle-less syringe(slip-tip or luer-lock type) in the center of sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling port attached luer tip syringe to the inflation valve. Inject an additional amount of sterile water into the inflation lumen and pump the plunger. If situation wouldn't be improved, serve the inflation funnel of valve." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the inflation valve came off from the device prior to use.